Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed the valve was slightly distorted, with one stent post (p2) deflected. The sewing ring was damaged all around, exposing the stent. Leaflets two (l2) and three (l3) were in the closed position, where leaflets one (l1) and l2 were in the open position, with p2 deflected. All leaflets were flexible and commissures were intact. Tear-like damage is noted on the free margin of l2 and l3, adjacent to stent post three (p3). During in vitro testing, the valve had normal performance throughout the typical range of cardiac output and mean aortic pressure. High speed videos show that there was a leaflet that opened slightly later than the other two leaflets. The damage to two leaflets could be contributing to the asynchronous leaflet opening. All three leaflets close synchronously. There was complete valve opening and closure at all flow rates. The valve met performance specifications for effective orifice area (eoa) and regurgitant fraction, and minimum performance requirements. Flow through the valve was documented using echocardiography, digital high speed imaging and flow meter assessment. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The explant analysis and evaluation results determined that two of the leaflets were damaged (could be attributed to handling and/or explant), but showed no impact on the leaflet¿s coaptation or valve performance. Testing confirmed the valve met all applicable product performance specifications in addition to the international standard minimum performance requirements. Based on the investigation and analysis findings, the reported issue could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 19 mm bioprosthetic valve and after return of spontaneous circulation, when the tissue valve was checked by ultrasound, the opening and closing operation of the valve leaflets failed to be observed. As the patient was not weaned from the surgery, extracorporeal circulation was performed again and the valve was explanted and another 19 mm bioprosthetic was implanted. Post implant, the incision site on the aorta was sutured, an evaluation was performed using ultrasound and the opening and closing operation of the newly implanted valve leaflets were observed, the thoracic incision was thus closed. No additional adverse patient effects were reported.